Event description:
Approximately 0900 pump alarming occlusion. Troubleshooting did not result in fixing this issue. Directions followed per manufacturer guidelines. Pump and tubing exchanged and no further issues experienced. Patient was receiving tube feeding continuously at a rate of 95cc/hr. (Promote with fiber) nurse was troubleshooting for approximately 30 minutes prior to exchanging for a new set up. 10am blood sugar =52. Insulin drip protocol followed and patient received 20ml d50 and insulin infusion stopped per protocol. 10:15 blood sugar=103. Patient was asymptomatic. Involved pump and tubing returned to clinical engineering for their assessment of the equipment.it was determined by clinical engineering to be a tubing issue; epump safety screw spike set in stock is defective and needs to be removed from all stock and the manufacturer rep notified. The same tests were performed on two joey pumps with the same result. Three joey pumps were sent to clinical engineering for failing to deliver solution.